Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Moisture damage was noted on keypad traces. The insulin pump was monitored. No frozen display noted. All buttons function properly. Cracked reservoir tube lip, cracked tube lip, cracked battery tube threads, severely scratched display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. No button error alarms noted.

Event description:
It was reported that the customer experienced high blood glucose, and the insulin pump alarmed button error; the customer was unable to clear the alarm. During the call, found that the customer stored the device without a battery for a long time. The device had unresponsive buttons and frozen display. No further information was provided.